Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode part was missing. The customer's blood glucose level was 150 mg/dl. The device will be returned for the analysis.

Manufacturer narrative:
Inspected one opened/used sensor and checked for broken parts and none were found sensor passed per specification found whole sensor.